Manufacturer narrative:
Image review: computed tomography (CT) imaging was provided for review with suboptimal image quality. Previously implanted surgical aortic valve (sav) appears to be a medtronic. Sav size appears to be 23 millimeters (mm) based on CT annulus measurement. The sav annulus perimeter is 59.8 mm with a perimeter derived of 19.0 mm suggesting a 23 mm valve per sizing matrix. Possible left atrial appendage thrombus vs. Inadequate contrast filling noted. Sinus of valsalva (sov) mean diameter measured 30.3 mm. Calcification seen in sinotubular junction (stj). Aortic root angle is approximately 40°. Intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed in the cusp overlap view. Valve depth assessment can be very challenging in this case because the sav is not visible on fluoroscopy, except the three radiopaque ¿eyelets¿ that are positioned at the tip of the surgical valve posts. The 23 mm sav has a manufactured height of 16 mm. Based on fluoroscopic evidence, the valve appeared to be positioned very high which would warrant a recapture. However, the valve was released very shallow, and a post implant dilatation was performed. The following angiogram confirmed the very high position and revealed significant aortic regurgitation. Subsequently, a non-medtronic valve was implanted with visual improvement of the aortic regurgitation. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a high gradient of +20 mmhg was reported. Moderate paravalvular leak (pvl) was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a previously implanted medtronic surgical aortic valve, the transcatheter valve was implanted valve in valve at a high position. A high gradient was observed. A post implant dilation was performed using a 22 mm vacs ii balloon. Following, paravalvular leak (pvl) was observed. A non-medtronic transcatheter valve was then implanted and the issue resolved. No adverse patient effects were reported.